Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) was bouncing on the valve creating oversensing. The lp was realigned and the capture threshold increased. The lp was difficult to separate from the delivery catheter and dislodged to the pulmonary artery upon release. The lp was retrieved and implant attempt abandoned. The patient was in stable condition.

Manufacturer narrative:
The reported events of unspecified oversensing, inadequate capture, difficult or delayed separation, and dislodgement during implant post tether mode could not be confirmed. Visual inspection showed that the inner and outer helix lengths were within specification. Measurement of button where the bullets on the tether interact was within specification. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, including output/capture verification and sensing, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.